Event description:
It was reported that a homechoice (hc) device experienced an unspecified alarm. The home patient (hp) was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. The technical service representative assisted the hp in powering the hc off and back on to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned, therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.